Event description:
It was reported that during insertion of the tissue dilator during an attempted left subclavian vein catheter insertion procedure, the tip of the dilator broke off at a 45 degree angle. The dilator tip was found in the soft tissue, but due to the patient's very poor condition, the physician decided not to remove it. The patient expired later of cause not related to this dilator problem.